Event description:
A nurse at the user facility reports that one of the intraocular lens haptics tore off during insertion. Enlargement of the incision was required to accomodate removal of the lens and an anterior vitrectomy was performed. Add'l info has been requested.